Event description:
Spontaneous call from patient to provide update on pump malfunction call from 2/17/21 (previously reported). Patient stated that after she spoke to the pharmacist, her backup pump alarmed with the same message "no disposable pump won't run." She switched out her cassette and the alarms/error message never happened again. She stated that the pumps must both be functioning properly, and the issue was with a malfunctioning cassette instead she has already tossed out the cassette, lot and expiration unknown. There was no clinical injury or interruption to her therapy. She was going to send back pump (B)(4) {due 7/6/21] since that was the one she originally thought was malfunctioning, however, now that she knows it was not a pump malfunction, she will be returning her other pump since it's due for maintenance in march: serial number: (B)(4) (due 3/2/21). No other information provided. Reported to (B)(6) by: patient/caregiver.